Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/20/2023 it was reported by a sales representative via phone that an ar-3636h fibertak suture bunched up and would not seat. The anchor was pulled out trying to seat. This was discovered during a procedure with no patient harm. Procedure completed using pushlock suture.

Manufacturer narrative:
The complaint cannot be confirmed because the device cannot be visually and functionally evaluated. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is user error in applying the correct surgical technique